Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope was cracked. A visual inspection was performed and showed the scope to have distal tip damage and a particulate under the negative lens. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that during surgery when the doctor went to look in it, there was a cracked. No delay and a back up was available to complete the procedure. The display was completely lost while inside the patient, however, there were no other tools inside the patient when it happened. No patient injury was reported.